Event description:
Voluntary medwatch form received from user facility that reports the following: "ativan gtt [drip] infusion via pump at 1397 [sic] at rate of 1 cc with a secondary ns [normal saline] gtt set at 10 cc. Ativan gtt charted hung 100 cc at 10:00 [p.m.], was found empty at 0400 [hours] and ns gtt charted hung 250 cc at 10 p.m. Was found to have infused aprox 10 cc at 0400. The unit has pumped primary rate through secondary line, and pumped secondary rate through primary line." There was no report of pt harm. The physician was notified and no other medical interventions or tests were ordered due to reported event. The pump was replaced and infusion continued without reported event. Pt was discharged home. Though requested, there was no additional info was available.